Event description:
It was reported the right ventricular (rv) lead exhibited high impedance on the high voltage portion of the lead due to an issue with the rv coil conductor. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).